Manufacturer narrative:
Upon receipt of additional information it has been determined that this device did not cause or contribute to the reported event.

Manufacturer narrative:
Upon reassessment of the reported event, it was determined an MDR should not have been filed under the current MFR number. This event will be reported on 0001825034-2017-01977.

Manufacturer narrative:
The following sections could not be completed with the limited information provided. (B)(4). Concomitant products: biomet cocr finned tib tray 67 mm part number: 141232 lot number: j3841836. E1 vngd as tib brg 11x67 part number: ep-189041 lot number: 008610. Series a pat thn 28 3 peg part number: 184782 lot number: 478710. This report is 1 of 4 for this patient: 0001822565-2017-01432, 0001822565-2017-01436, 0001822565-2017-01437, 0001822565-2017-01438

Event description:
It was reported that the patient underwent partial right knee arthroplasty. Subsequently, on (B)(6) 2016 it was reported that the patient suffered medial retinacular tear.